Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Refer to manufacturer report #3004209178-2017-10571 for details pertaining to the explant. The main component of the system and other applicable components are: product ID: 3889-28, lot#: v926179, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that during an explant, they broke the lead when removing it, and part of the lead still remains in the patient. No further patient complications are anticipated or expected as a result of this event.